Manufacturer narrative:
No device/components have been received at the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy procedure there was an alleged inaccuracy. The site registered the patient, draped the patient, put the sterile cranial frame on and the surgeon was allegedly 1 cm off. The site chose to undrape, re-register and re-drape this time being extra aware of frame movement. The surgeon was able to get registration to pass, but once the patient was re-draped the surgeon was again allegedly 1 cm inaccurate in the same direction. The surgeon chose to continue with the inaccuracy. There was a delay to the procedure of one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information regarding the event. It was reported that the inaccuracy was posterior and superior to the face of the cranial reference frame.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis of logs found that there was insufficient information available to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found, no compon ents were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.